Event description:
It was reported that this was a mitraclip procedure to treat functional mitral regurgitation with a grade of 4. The clip delivery system (cds) and the steerable guiding catheter (sgc) were prepared per the instructions for use and all functions worked well. The delivery catheter (dc) handle had been translated to release stored torque, and during pre-deployment clip assessment, after establishing final arm angle, it was confirmed that arm positioner was turned to neutral position. There were no turns on the dc handle and the sleeve had not been curved more than 90 degrees at any point. During deployment of the clip, after the release pin was removed, the actuator knob suddenly moved towards the system and hit the white part of the arm positioner. The actuator knob then became loose and fell off. The tip of the mechanism which is connected to clip remained. The actuator knob was still sterile but it was not possible to reconnect it to the system again. No broken part was observed either on the system or the bottom of the actuator knob. The tip of the mechanism that connects to the knob was grasped with forceps and rotated counter clockwise 8 times as per the instructions for use. The clip was deployed successfully and the mr grade was reduced to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant product: mitraclip system: steerable guide catheter, lift, support plate, stabilizer. As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. Potential causes for actuator knob detachment can include, but are not limited to, manufacturing anomalies (insufficient adhesive applied to the junction of the actuator knob, or adhesive not allowed enough time to cure), patient conditions such as anatomical morphology/pathology, user technique or procedural conditions (excessive tension on the device during the procedure). With respect to the patient condition, procedural conditions and/or user technique, actuator knob detachment may be influenced by patient anatomical morphology, resulting in increased tension on the device, excessive curves applied to the device by the user, or the handling of the device by the user. In this case, it is possible that there were unidentified procedural interactions which caused more tension on the device (e.g due to the anatomy) and/or the movement of the leaflets to the attached clip, causing the device to pull forward when the release pin was removed and the actuator knob assembly was no longer coupled. The impact of the actuator knob hitting the arm positioner then resulted in the detachment of the actuator knob from the release crimper. A review of the device history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint history of the reported lot did not indicate a similar issue. Based on the information reviewed, there is no indication of a product deficiency.